Event description:
The customer received questionable glucose results on their urisys 1800 analyzer. The customer received four patient sample mismatches, of which there was one glucose result with discrepant data reported outside the laboratory. The patient had an initial glucose sample that was reported outside the laboratory as negative. The patient's sample identifier reported the results from the previous sample. The laboratory corrected the patient's glucose result to 1000 mg/dl. The patient had an initial leukocyte esterase of negative. The repeat result of 500 u/l was confirmed macroscopically as 75-100 wbc/hpf. There were no adverse affects from this event. The chemstrip lot number and expiration date were not provided. The repair center was unable to verify the reported problem after running 400 samples with corresponding patient ids. They reloaded the software as a precaution. Instrument calibration was performed and reflectance values were verified to be within range and standard deviation. Normal and abnormal controls were run with results that were within control range.

Manufacturer narrative:
A root cause could not be identified. The issue was not reproducible on two different analyzers. No recording files were available for further investigation. The operator's of the analyzer are now checking their sample worklists and scanning handling. No further mismatches have occurred. No adverse event was reported.